Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v513913, product type lead; product ID 3888-45, lot# v515508, implanted: (B)(6) 2011, product type lead; product ID 37083-40, serial# (B)(4), product type extension; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. No further information was reported.

Event description:
It was reported that a patient fell backwards and hit her back where her leads were implanted. The patient had an appointment scheduled for the day after the report and would like a manufacturer representative present to readjust the device and assess problems. It was reported that the patient was not getting adequate relief and the device 'wasn't working' now. Additional information has been requested but was not available as of the date of this report.